Event description:
It was reported that pacemaker mediated tachycardia (pmt), fusion resulting in functional loss of capture, and loss of capture were noted on the device resulting in arrhythmia. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.